Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent appeared longer than labeled size. The physician removed the taxus express2 2.50x20 mm drug eluting stent as it appeared longer than 20 mm in length. The procedure was completed with another of the same device. No patient complications were reported.